Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mek053 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the surgeon used to bend 1/2 arc needle slightly, to make it as sled shape needle and then suture. However the needle broke during bending in one operation which has never been broken before. There were no adverse patient consequences reported.